Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. As received one 9fr dual lumen hickman catheter. Visual and microscopic evaluation identified a c-shaped split just distal to the bifurcation. Functional testing confirmed the device was patent to infusion and aspiration with a leak noted at the c-shaped split. Therefore, based on the shape of the split, the investigation is confirmed for the alleged burst. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model 0600580ce hickman chronic catheter experienced a burst and fluid leak. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.